Manufacturer narrative:
(B)(4). Concomitant medical products: 00588006014-articular surface with hinge post extension screw enclosed do not discard size f 14 mm height, 00599003610-distal femoral augment block precoat may be used with posterior and/or anterior, blocks size f, 5 mm augment with screw, 00588000600-tibial component precoat size 6, 00598801215-stem extension straight 15mm dia x 30mm length(combined length 75mm), 00598801018-stem extension straight 18mm dia x 100mm length(combined length 145mm). Reported event was confirmed by review of x-rays provided. X-ray reviews showed the hinge post extension has migrated out of position and lies horizontally within the lateral knee joint space. The tibial and patella have subluxed laterally. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty. The patient was partial load bearing on the leg after the procedure. Then, accordingly to rehabilitation protocol, the patient began walking with full load weight bearing. He was admitted to the hospital 1 week after that. Subsequently, the patient underwent a revision procedure due to rhk hinge post migration. The surgeon reassembled the polyethylene insert and hinge post instead of replacing them.